Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) was dislodged and exhibited high threshold. Moreover, during the procedure removal difficulty was met. Additional information was obtained indicating that dislodgement was confirmed through x-ray. Further, the physician was unable to remove rv lead as it was fixed at the distal tip of the lead. This rv lead was abandoned surgically. No additional adverse patient effects were reported.